Manufacturer narrative:
An investigation is ongoing.

Event description:
A customer reported that a pt experienced a marked hearing loss following a mr scan of her lumbar spine. During the scan, the pt used foam earplugs. The customer reported that even after the use of the earplugs, the pt experienced pain in both ears.